Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer on resetting the pump, but the malfunction recurred. Therefore, technical support arranged for a replacement pump and instructed the customer to use an alternate form of insulin therapy, specifically mdi, to ensure insulin delivery was not interrupted. The customer was also guided on how to put the pump in storage mode and was asked to return the problematic pump within 10 days.